Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type ii and their oral hygiene is noted as fair/poor. The patient has a history of smoking, diabetes, periodontitis, and bruxism. On (B)(6) 2022, the presented for a primary procedure. The patient returned on (B)(6) 2023 with inflammation and pain. It was determined that the device had failed to osseointegrate and was explanted and replaced. The patient's symptoms resolved after implant removal.

Manufacturer narrative:
Additional information: a4, b1, b5, h6 (health effect - clinical code, health effect - impact code). Corrected information: a1, d1, d4, e1, g1, h1, h6 (medical device problem code). CAPA ca-00016. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type ii and their oral hygiene is noted as fair/poor. On (B)(6) 2022, the presented for a primary procedure on tooth #19. The patient returned on (B)(6) 2023 with inflammation and pain. It was determined that the device had failed to osseointegrate and was explanted and replaced with a bridge. The patient's symptoms resolved after implant removal.

Event description:
It was reported that the hahn tapered implant failed due to a lack of integration. Further information regarding the complaint has been requested but has not been received.

Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be carried out and a supplemental report will be submitted.

Manufacturer narrative:
The device was returned, but did not transfer to the investigator. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot#: 6098698 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot#: 6098698 and found no additional product in stock. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaint's team for analysis. Therefore, it is presumed lost at this time, CAPA: 2024-005 was opened for RMA lost product. Root cause: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of smoking, diabetes. Periodontitis, and bruxism. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." CAPA: ca-00016, CAPA: 24-005. Manufacturer reference: (B)(4).